Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient reported "soreness" and skin overgrowth at the abutment site. On (B)(6) 2013, the patient underwent revision surgery to have granulation tissue excised. The patient was advised to discontinue use of device until further notice. The implanted device remains.

Manufacturer narrative:
Correction: the patient did not undergo skin revision surgery on (B)(6) 2013 as previously reported. Implanted device remains.